Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that once the device was programmed, it reverted to vvi mode. Dashes (---) were noted for programmed parameters.